Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not consume the food in time for the intended amount of bolus delivered. The customer's blood glucose (bg) level subsequently decreased to a value displayed as 'low.' Customer consumed glucose tablets and soda to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.